Event description:
A customer contacted beckman coulter regarding an erroneously low total prostate specific antigen (psa) result from a single patient that was generated by the unicel dxl 800 access instrutment. The psa result was 0.11ng/ml. The psa result was reported out of the lab and questioned by the physician. The customer indicated that the original patient sample was re-tested for psa per the physician request. The repeated psa results were: 5.39ng/ml and 5.51ng/ml (unknown if sample was tested twice, or ran in duplicate). The customer did not receive any report of change to patient treatment that can be attributed to or connected with this event.